Event description:
Pt reported obtaining erratic results (135, 210, 212, 250, and 310 mg/dl), while testing on the suspect device. Pt noted that the erratic test results were obtained while concurrently receiving an intravenous immunoglobulin infusion, containing maltose (a labeled interferent for the test strips). Pt noted that, in spite of bolusing additional insulin, his results remained higher than expected. Pt indicated that, although the device indicated that his blood glucose was 135 mg/dl, he was experiencing hypoglycemic symptoms. Pt self-treated by drinking cola. No additional treatment was received. Pt was advised that he should not test with these strips, due to known maltose interference, and should immediately contact his endocrinologist to determine appropriate course of treatment. Pt's current condition: ok. Pt had run a level one quality control test on the system; however, the control solution in use had expired. Technical support requested the return of the suspect product and replacement product was shipped.